Manufacturer narrative:
Additional information requested but not provided.

Event description:
It was reported that during implant, high capture thresholds, high pacing impedance, and failure to capture. This was caused by a failure to extend the helix of the lead. The lead was not used and removed from the patient. The patient condition was stable.

Manufacturer narrative:
The reported events were helix mechanism issue, high pacing impedance, unacceptable capture and failure to capture. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported events of high pacing impedance, unacceptable capture and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.